Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a black hair in the sheath package under on one the white plastic pieces that hold the product in place in the package. A new sheath was opened and used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the micra introducer was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.